Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had software detected. Customer¿s blood glucose at time of incident was 41 mg/dl. Troubleshooting was declined for low blood glucose and performed for pump error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The self test was performed and passed. The insulin pump will not be returned for analysis.